Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the malfunction was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be prevented/detected by following the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The additional evaluation findings were as follows: due to a pinhole on air/water tube, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; the adhesive on bending section cover had a chip; the scope connector was dirty due to water leakage; the universal cord had a scratch, a wrinkle and was sticky; scope connector had a scratch; the scope connector cover unit had a scratch; the protector of universal cord on suction connector side had a scratch; the scope connector cover unit was sticky; the plastic distal end cover had a scratch; the connecting tube had a scratch; the light guide cover glass had a scratch; image guide protector had a scratch; the paint on suction cylinder was peeled; the forceps elevator lever had a scratch; the fee-engage knob had a scratch; the right/left knob had a scratch; the upward/downward angulation control knob had a scratch; forceps channel port was shaved; the flexibility adjustment ring had a scratch; switch box had a scratch; the scope cover had a scratch; switch 1 had a scratch; the universal cord had a scratch; the suction cylinder was shaved; the grip had a scratch; the control unit had discoloration and a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had scope connection error e315. There were no reports of patient harm.